Event description:
Event description boston scientific crm received information that this device was returned prior to implantation as part of the low voltage capacitor advisory initially communicated to physicians on july 23, 2006. Initial laboratory analysis found evidence of a higher than expected current draw consistent with that advisory.